Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle the safety shield broke off from the needle. The following information was provided by the initial reporter: it was reported that the safety device broke during activation. Here we have another complaint regarding the 21g eclipse needle that the safety device broke during activation from one of our sites.

Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle the safety shield broke off from the needle. The following information was provided by the initial reporter: it was reported that the safety device broke during activation. Here we have another complaint regarding the 21g eclipse needle that the safety device broke during activation from one of our sites.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.